Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen [750 mcg/ml] at flex dosing with a total dose of 180 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was a critical alarm and a pump motor stall occurred. The pump was explanted and the issue was resolved. The date of the event was unknown. It was noted that the pump was interrogated post removal. The session long report with logs retrieved on (B)(6) 2018 at 10:19 a.m. Showed a motor stall occurred on (B)(6) 2018 at 6:33 p.m. With a "stopped pump duration exceeded 48 hours" message on (B)(6) 2018, and then recovered on (B)(6) 2018 at 9:18 a.m. The pump stalled again on (B)(6) 2018 at 3:01 a.m. With a "stopped pump duration exceeded 48 hours" message on (B)(6) 2018, and then recovered on (B)(6) 2018 at 10: 08 a.m. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were "n/a." At the time of the report the patient status was "alive - no injury."

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, lubrication, and stall due to shaft-bearing anomalies of the pump motor gear train that led to the motor stalls. If information is provided in the future, a supplemental report will be issued.